Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter had a damaged display and was giving an unk error message. The pt tests her blood glucose twice a day. She tests in the morning and evening. The pt takes an unidentified insulin once a day. The reporter did not know when the alleged meter issues started. The reporter explained that she does not live with the pt and does not know everything that happens to her on a daily basis. On an unspecified date/time after the reported meter issues began, the pt developed symptoms of feeling dizzy, shaky, and lazy. The reporter called the pt's dr in 2008, and scheduled an appointment four days later. The pt's dr apparently increased the pt's insulin dosage. However, the reporter was unable to provide the details of the pt's insulin regimen. The pt obtained a result of "193 mg/dl" using a different meter on the morning of 2008, before the reporter called lfs for assistance. The reporter was unwilling to provide further info. During troubleshooting, the reporter explained that she was able to see water in the meter's display. However, she was unable to explain how the water entered the device. She also did not know what error message the pt was getting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be associated with severe hypoglycemia after the alleged meter issues began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.